Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker reached elective replacement time (ert). There was a concern the device reached ert prematurely. Additionally, the device and right atrial (ra) lead exhibited out of range pacing impedance measurements. Impedance testing was performed in unipolar and bipolar configuration with stable measurements in the 300 ohm range. Threshold measurements were also stable. Boston scientific technical services (ts) discussed leaving the pacing configuration in bipolar with the lead safety switch feature programmed on. No adverse patient effects were reported.